Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional follow-up with the patient indicated that the uncomfortable pushing sensation was caused by a hemorrhoid. The patient indicated that the issue has been resolved.

Event description:
The patient reported that they thought they had bothersome stimulation since the night of (B)(6) 2016, but they noted that they had a hemorrhoid. This was indicated as a sudden change in therapy/symptoms. They mentioned that their rectum was uncomfortable and it felt like a "pushing" sensation. It was uncomfortable for the patient to walk/sit. The patient had checked the stimulator and their stimulation was comfortable. The indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.